Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a viewing station computer was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure the mobile view station (mvs) of the imaging system requests bios password despite changing the cmos battery. Representative mentioned that the f2 key on the keyboard was not responding causing the system to prompt for password. Representative stated that during viewing station boot up the system would not load imaging system application and become unresponsive while in boot up home screen. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the computer of the viewing station of the imaging system was completed by medtronic personnel. Testing found that the reported issue could be confirmed. Once the bios password was reset and the application software reloaded, the unit functioned as designed.